Manufacturer narrative:
The customer reported that during use on a patient the unit did not print. There was no report that the users were unable to deliver therapy. The philips response center staff had customer reseat the recorder module to resolve the issue. The customer resolved the issue on their own. There is no information supporting that a malfunction occurred. We are considering this a user error, and no malfunction of the device.

Event description:
The customer reported that during use on a patient the unit did not print. There was no report that the users were unable to deliver therapy.